Manufacturer narrative:
The customer reports that there is intermittent communication loss on the bsm (bedside monitor). The device was rebooted and the network card was reseated only to resolve the issue temporarily. Once working, the bsm went into communication loss again. The customer switched out the network card and placed it in another bsm which resulted in communication loss. Customer would like to purchase a new network card. Device not returned.

Event description:
The customer reports that there is intermittent communication loss on the bsm (bedside monitor).

Manufacturer narrative:
Manufacturer narrative: the customer reports that there is intermittent communication loss on the bsm (bedside monitor). The device was rebooted and the network card was reseated only to resolve the issue temporarily. Once working, the bsm went into communication loss again. The customer switched out the network card and placed it in another bsm which resulted in communication loss. Customer would like to purchase a new network card. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.